Manufacturer narrative:
Sections a-4 patient weight and a-5 patient ethnicity and race: unknown / asked information unavailable. Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to complaints of blurry vision, refractive surprise, and being unsatisfied. There was no vitrectomy, incision enlargement, or sutures required. Another johnson & johnson lens, model dfw150 20.5 diopter was implanted as a replacement. The patient's post-operative outcome was not available. No further information is available.

Manufacturer narrative:
Correction: during retrospective review of the file, it was determined the reported event is not reportable as non-toric dfr00vu iol was replaced with toric dfw150 iol with reported patient codes of blurry vision and unexpected post-op with no allegation of a device malfunction. Therefore, the explant event is no longer considered reportable and no further information will be provided under this manufacturer report number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes ; section d-9: device date returned to manufacturer: 13-jul-2023; section h-3: device evaluated by manufacturer: yes; device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Complaint issues were not confirmed. The other observed issue found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.